Manufacturer narrative:
Information regarding product evaluation is pending. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A biomedical engineer reported that during vitrectomy surgery, a system message was displayed. There was a delay of 5-10 minutes while they brought in an additional light source. The surgery was completed with no harm to the patient.